Event description:
It was reported that the sterile water slowly fell out after placement of the foley catheter. Per follow up information received via ibc on 04jun2024, they confirmed there was no balloon burst or damage.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the sterile water slowly fell out after placement of the foley catheter. Per follow up information received via ibc on 04 jun 2024, they confirmed there was no balloon burst or damage.

Manufacturer narrative:
The reported event is confirmed- manufacturing related. Photo: received three (3) photo samples. All photo samples showcase an overview of an all- silicone foley catheter. Visual: received one (1) used all- silicone foley catheter without original packaging. Visual inspection noted no obvious observations. Attempted to inflate the catheter balloon with 10 ml methylene blue solution (3 drops 1 percentage aq methylene blue per 100ml distilled water) and the solution immediately went into the drainage lumen at bifurcation and created lumen to lumen leak. This is out of specification per inspection which states, catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe. Root cause: it was difficult to assure the positioning of the catheter due to vision was difficult. DHR review are not required as CAPA 8266921 is applicable for this product lot number. Labeling review are not required as CAPA 8266921. Correction: d. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.